Event description:
The customer reported that a donor did not receive any saline causing a rbc loss. The customer did check the lines for any kinks making sure it wasn't a set up error. Patient information and outcome are unknown at this time.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at a customer site. The technician performed dual valve, return pump autotest and fluid test successfully. Device is in working status. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that a donor did not receive any saline causing a rbc loss. The customer did check the lines for any kinks making sure it wasn't a set up error. Patient information and outcome are unknown at this time.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a terumo bct service technician checked out the machine at a customer site. The technician performed dual valve, return pump autotest and fluid test successfully. Device is in working status. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed the fluid balance is -14.14% and does not there is no allegation of hypovolemia. No further reporting will be provided as this does not represent a reportable event.